Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device began overheating and smoking after the actuator toggle switch was released. The harvester removed the device from the leg and it was still glowing. She unplugged the device and used a replacement unit to complete the procedure. The extension cable was switched out, as well. The hospital did not report any pt complications. The extension cable was relatively new. The hospital follows recommended sterilization procedures.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).